Event description:
It was reported that pump malfunction occurred for customer in france, but no blood glucose information was provided. There was no reported impact to the customer¿s blood glucose level. Customer reported that pump showed malfunction message, while later pump started, charged, and was recognized by computer, and distributor arranged for device to be returned and a replacement pump to be provided, with no additional information available about further actions.